Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 01:35:14. During night drain cycle 14, the patient's ultrafiltration reading was 1537ml, indicating the home patient (hp) drained 1012ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.